Manufacturer narrative:
Deflation of left breast implants. Bilateral exchange with mcghan devices. Original surgery was performed by dr in 1999 using hutchison hth 0300cc saline-filled implants, which were filled to a volume of 0320cc(left) & 0320cc(right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan smooth 0360cc devices. Product was rec'd inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection identified that the diaphragm strap had been cut from its anchorage points. Also identified was a patch shell tear measuring approximately 5mm in length, which is located on the 3 o'clock position. (When the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be completed due to the position to the tear. Microscopic examination (x10) confirmed the tear follows the edge of the barrier patch, although the exact cause could not be determined. The product met all manufacturing and quality specifications post MFR. A conclusion could not be drawn.